Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the interbody cage ruptured while the surgeon used the inserter to push the cage into the disc space. No patient complications were reported.

Manufacturer narrative:
Product analysis:macroscopic and optical inspection reveals the implant fractured into multiple pieces. Initiating fracture appears to be near the ¿nose¿ of the implant, suggesting significant impact during insertion. Microscopic examination of inserter interface posterior nose identified crack emanating at the implant inserter interface. The location and nature of the fractures suggest brittle overload during implantation as the mechanism of failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.